Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative replaced the power supply. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported the system did not turn on during setup for surgery. The patient had been given peribulbar anesthesia in preparation for the procedure when it was decided to cancel the case. There was no harm to the patient.